Event description:
It was reported that a 16cm ams700 inflatable penile prosthesis was present but not implanted at a surgery. A 14cm ams700 inflatable penile prosthesis device was implanted to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.